Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient needed a revision hip for dislocation. Upon revising it was the surgeons opinion that the patient required additional leg length and a +2.5 biolox head was chosen. It was explained that putting the ceramic head on the used trunion was off label. The surgeon waved benefits and risk and determined it was more beneficial to give the patient the appropriate length in his opinion.